Event description:
It was reported that the system with this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out of range pacing impedance and emitted beeping tones. Technical services (ts) suspected header connector or lead integrity issue. Attempts were made to find the cause of the reported observation by manipulating the pocket and moving patient's hand, but impedance came back normal. Signs of ra lead integrity issues were unable to be reproduced. Ts recommended device monitoring and suggested replacing lead if lead issue was confirmed or replacing device if header issue was confirmed. At this time, the root cause of the reported observation is unknown. This system remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the system with this implantable pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance and emitted beeping tones. Technical services (ts) suspected spring connector or lead integrity issue. Attempts were made to find the cause of the reported observation by manipulating the pocket and moving patient's hand, but impedance came back normal. Signs of ra lead integrity issues were unable to be reproduced. Ts recommended device monitoring and suggested replacing lead if lead issue was confirmed or replacing device if header issue was confirmed. At this time, the root cause of the reported observation is unknown. This system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.